Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows the strike plate to be fractured from the handle body at the weld. Both sides of the strike plate and handle body exhibit multiple dents, numerous impact marks and dings suggesting extensive use over time. The xrf (x-ray fluorescence) confirms the material is conforming to specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation determined that the failure mode is consistent with the action of impacting along the proximal body of the broach handle putting the weld under tensile overload which likely causes the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02229.

Event description:
It was reported that during an initial hip arthroplasty, the impacting plate fractured while the surgeon was hammering the handle. Two handles fractured during the procedure. The procedure was completed with another handle present in the surgical unit. There were no delays or patient injury.